Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter at the second firing of the device, the green button was pressed and an attempt was made to fire, but the firing could not be performed. After that, a new product was used to continue the procedure and firing was able to be performed normally. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Due to the noted damage, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy at the second firing of the device, the green button was pressed and an attempt was made to fire, but the firing could not be performed. After that, a new product was used to continue the procedure and firing was able to be performed normally. There was no patient harm.